Event description:
The customer reported that their hd autoclavable camera head device output a very bad quality image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
On 28mar2023, a response to a request for clarification regarding the event was received. The customer confirmed that the incident occurred in the operating room, and the complaint device was swapped for a new scope to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The images are not displayed due to a faulty charge-coupled device. No additional findings were reported. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.